Event description:
It was reported via stelobot, that the customer experienced pain and discomfort. The biosensor was inserted into the upper arm on (B)(6) 2025. He had pain at the insertion site and no other symptoms. The consumer replied ¿yes,¿ to the harm/injury/impairment question on the chat. Follow up contact was made with the customer on (B)(6) 2025. The customer provided additional details. He consulted his doctor on (B)(6) 2025. The doctor prescribed a prescription oral anti-inflammatory medication (ketoprofen). The frequency and dosage were not disclosed. At the time of follow up contact, he continued to have pain at the site and no other symptoms. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No additional customer or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.